Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The flow control valve and the check valve for the drive gas was replaced and the unit was returned to service

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported an error causing a loss of mechanical ventilation during patient use. There was no report of patient involvement.